Event description:
Complainant alleged that the medics attached the device and stat pads multi-function electrodes to a pt, who was in a "vsa" condition, in preparation of defibrillating the pt. Pt CPR was performed on the pt subsequent to the pads application. In addition, the pt had a hairy chest that was not shaved or clipped prior to pad application. The device screen displayed a "check pads" message. The medics checked the pads, battery and multifunction cable and all appeared functional. The device was powered off and a second set of pads were attached to the pt, but the device displayed the same message. The medics then obtained a non-zoll device, and were able to treat the pt. The complainant indicated that the pt expired subsequent to the event. There was no indication that the pt outcome was a result of the reported malfunction. The pads were not returned to zoll for eval. The zoll mseries defibrillator that was used in the event was evaluated at a third party biomed co, there was no fault found with the unit. Although the complainant did not indicate that chest compressions were performed over the pads during CPR, there is a possibility that there may have been compressions performed over the pads. Performing chest compressions on the pads may cause damage to the electrodes. The stat pads multi-function electrode package, which warns the user: "do not conduct chest compressions through the pads. Doing so may cause damage to the pads that could lead to the possibility of arcing and skin burns." The package insert also warns the user: "excessive hair can inhibit good coupling (contact), which can lead to the possibility of arcing and skin burns. Clip excess hair prior to pad application. Two other similar, but separate events occurred at this facility.